Manufacturer narrative:
The returned device was visually inspected at high magnification and it was observed that the source of the leak was a 4 mm longitudinal tear on the balloon, approximately 4.5 mm from the balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1114003) indicated that the mynx lot met all established performance criteria prior to shipment.

Event description:
It was reported to the aci vascular closure specialist that a female patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained via a 6f procedural sheath at the right groin. A pre-procedural femoral angiogram was taken but there was no report of what it revealed. Post procedure, the physician who is a trained user of the mynx, used the device to close the femoral artery. It was reported that when the physician attempted to retract the balloon towards the arteriotomy, a balloon rupture occurred. The device was removed and the patient was converted to 10-15 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.